Event description:
The size 8 foundation knee trial fit perfectly, but the press-fit implant had a gap. The gap was ant ch. Cut, and distal cut on both the medial and lateral. The gap was 1-2 mm, it was big enough that the surgeon felt it necessary to impact graft into the gap.